Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl reconstruction, the electrode tip came off the wand. Electrode tip was retrieved. Another wand was on hand and case completed without further incident. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence due to there is insufficient information to determine it. Factors that could have led to tip detachment includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment.